Manufacturer narrative:
The alarm log was checked on screen, logs were downloaded and send for review. Time period: on (B)(6) 2024, no major alarms in log. The following was noted in the ¿as found condition¿: device has damaged door handle/door assembly/fluid shield. The device failed inspection due to as found condition but passed all performance verification test (pvt) without any issues. The device was functional as per specification. The complaint cannot be confirmed, since no problem was found. Probable cause for damaged door handle/door assembly/fluid shield is damaged parts. Comments: the log/log analysis was received on (B)(6) 2025 and was attached to the service request#: (B)(4). Conclusion ¿ engineering: engineering determined the reason for infusion stopping after delivering 16 ml was user action of pressing the [stop] key. This was followed 2 min later by a no action alarm with an audible beep. While engineering can confirm that the infusion stopped early, this was due to user action and the pump delivered accurately as programmed and performed correctly per design.

Manufacturer narrative:
The device was received for evaluation- the investigation is pending.

Event description:
The event involved a plum 360 driver intl eng where the reporter stated that the patient reacted to 16mls of paclitaxel, doctor instructed for patient to have txt titrated. Pump beeped to indicate txt had finished, to the surprise of the operator as the patient was not due to finish for 2 more hours. Another staff has a copy of titration sheet, and has reviewed the rates and deemed them correct, based on the volume that was on the bag. The incident happened on (B)(6) 2024 at 18:00-18:59. The pump was replaced. There was patient involvement and unknown patient harm noted.